Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an ion stent delivery system (sds) with the shelf box. The balloon was tightly folded with the stent implant secure between the markerbands. Four struts in the first distal row were stretched distally. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician pulled the 3.00x12mm ion stent delivery system (sds) out of the package the stent looked damaged. The device was put to the side and the procedure was successfully completed with another of the same device with no patient complications reported.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery (lad). When the physician pulled the 3.00x12mm ion stent delivery system (sds) out of the package the stent looked damaged. The device was put to the side and the procedure was successfully completed with another of the same device with no patient complications reported.